Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and low battery alarm from the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer stated that he removed the battery cap and notice corrosion in the battery compartment and in the coils. The customer cleaned the battery compartment with alcohol and peroxide and the pump worked intermittently. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer did not troubleshoot for low battery.